Event description:
It was reported that the pt underwent a cervical procedure using anterior fixation. One of the caudal screws of the plate reportedly backed out 3mm three months post op. The pt began to have increasing soreness. The pt reportedly had no sign of implant level subsidence. The revision surgery was performed to remove the construct approx. 7 months post op. At the revision surgery, it was found that the screw backed out 10mm. It was also found at the revision surgery that the bottom locking mechanism had not captured the flanges of either of the bottom screw head.

Manufacturer narrative:
The explanted implants were returned to MFR for eval. The explanted plate and locking mechanism appear to be to specification and still functional. All bone screws appear to be to specification. Without x-rays to ascertain post op bone screw angulation and position with respect to lock, we are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.